Event description:
It was reported that the asymptomatic patient presented to a right ventricular lead revision due to noise, low impedance and increased capture thresholds. The lead was capped and replaced. During the procedure, it was noted that the pulse generator was restricted to wand only telemetry. The device could be interrogated normally but telemetry was slow. The physician elected to explant and replace the pulse generator during the procedure. The patient was in stable condition during and post surgery.